Event description:
It was reported that the patient experienced a hypoglycemic episode, with blood glucose levels of 15 mg/dl after starting her day with a level of 90 mg/dl. She lost consciousness on her way to work after placing a new pod 2 hours before. The patient reported feeling dizzy and sat down to eat, then woke up in a hospital. The patient is unsure what happened but believes a civilian must have called an ambulance for her. She was hospitalized (B)(6) hospital and was being treated with insulin via infusion. The patient remained in the hospital at the time of reporting but believed she may be discharged the next day.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone: data not available. Cloud - omnipod 5 software app version: data not available. Cloud - smartphone operating system: data not available. Cloud - smartphone hardware: data not available. Cloud - cgm sensor type: data not available. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.